Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2007. It was reported on (B)(6) 2011 that the patient had not had stimulation for at least 2 years. The programmer was lost. Patient could not remember any details other than she had good stimulation before then one day it just shut off. No program parameters were available. The 3609 ipg was replaced with an eon ipg and the stimulation was turned back on. The facility will not release the ipg. No further information is available at this time.